Event description:
A discordant, falsely low free light chains, type kappa (flc kappa) result was obtained on a patient sample on a bn ii system. The discordant result was not reported to the physician(s). Four days later the same sample was repeated for flc kappa on the same system, recovering higher. The higher result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant flc kappa result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range on the date of event. No assay related issue was observed during analysis. However, a systematic issue based on an instrument related problem cannot be excluded. Siemens is investigating the issue. Mdrs 9610806-2022-00043 and 9610806-2022-00045 were filed for discordant results obtained from the same instrument on different dates.

Manufacturer narrative:
Siemens filed the initial MDR 9610806-2022-00044 on 12-aug-2022. Additional information (05-sep-2022): siemens investigation noted numerous stepper motor errors occurring on the bn ii 2500 ul syringe in all troubleshooting files provided during the period of 2022-06 through 2022-07. No service activities were performed between 2022-06-14 and 2022-07-20. The service history showed that the 2500 ul syringe was not addressed since 2022-02-14 when the preventive maintenance was performed. It is unknown if the customer was performing the syringe lubrication maintenance in this time period. A siemens customer service engineer (cse) performed syringe maintenance on 2022-08-07, which resolved the issue. The cause of the event was the bn ii 2500 ul syringe. The system is performing according to specifications. No further evaluation of this device is required. Mdrs 9610806-2022-00043_s1 and 9610806-2022-00045_s1 were also filed for the additional information obtained on 05-sep-2022.